Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed". The patient's past medical history included pelvic prolapse. Concurrent conditions included vaginal prolapse, genital bleeding and anesthesia. On (B)(6)2008, the patient had essure inserted. In (B)(6)2009, the patient experienced abdominal pain ("severe abdominal pain"), abdominal discomfort ("gastrointestinal or digestive system condition - strains") and alopecia ("hair loss"). On (B)(6)2015, 6 years 10 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6)2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6)2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced diverticulitis ("diverticulitis"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, removal of pelvic mass, cystoscopy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, menorrhagia and abdominal pain had resolved and the vaginal haemorrhage, diverticulitis, abdominal discomfort, alopecia, depression and anxiety outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, alopecia, anxiety, depression, diverticulitis, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: 4 coils visualized from lefttube,4 cols visualized from right tube. On (B)(6)2015, final diagnosis -gross description: patient history: pelvic prolapse and pelvic pain, specimen labeled "uterus and bilateral fallopian tubes". Received in formalin is a uterus with attached cervix and attached bilateral fallopian tubes, the bilateral ovaries are surgically absent. The specimen weighs 123 g and it measures 8 x 5.5 x 4.5 em. The cervix has an external diameter of 3.6 cm, the external os measures 1 cm in diameter. The serosa of the uterus is tan-gray, smooth, and grossly unremarkable, sectioning of the uterus shows the endometrial cavity to be lined by tan-gray to hemorrhagic endometrium measuring 0.3 cm in thickness. The myometrium is tan-gray and measures 2.2 cm in maximum thickness. Serial sectioning of the myometrium shows a single round gray-white nodule measuring 0.7 cm in diameter. No gross lesions are identified in the myometrium. The right fallopian tube measures 7 em in length, 0.7 cm in diameter. Serosa is pinkish red and smooth. The left fallopian tube measures 7 cm in length, varies in diameter from 0.4 to 1 cm. Serosa is pinkish-red and smooth. Section code: cervix, endomyometrial and serosa, myometrial nodule, right fallopian tube, left fallopian tube. Concerning the injuries reported in this case, the following one were reported via medical record confirming event pelvic pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 14-aug-2018: pfs received. Added event depression and mental anguish; updated onset date. As reported event "strain" updated to "gastrointestinal or digestive system condition - strains" and pt updated accordingly. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed". The patient's past medical history included pelvic prolapse. Concurrent conditions included vaginal prolapse, genital bleeding and anesthesia. On (B)(6) 2008, the patient had essure inserted. In december 2009, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, 6 years 10 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), diverticulitis ("diverticulitis") and gastrointestinal disorder ("strains"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, removal of pelvic mass, cystoscopy), surgery (total laparoscopic hysterectomy) and surgery (total laparoscopic hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia and abdominal pain had resolved and the vaginal haemorrhage, diverticulitis, gastrointestinal disorder and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, diverticulitis, gastrointestinal disorder, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: 4 coils visualized from lefttube,4 cols visualized from right tube. On (B)(6) 2015, final diagnosis -gross description: patient history: pelvic prolapse and pelvic pain, specimen labeled "uterus and bilateral fallopian tubes". Received in formalin is a uterus with attached cervix and attached bilateral fallopian tubes, the bilateral ovaries are surgically absent. The specimen weighs 123 g and it measures 8 x 5.5 x 4.5 em. The cervix has an external diameter of 3.6 cm, the external os measures 1 cm in diameter. The serosa of the uterus is tan-gray, smooth, and grossly unremarkable, sectioning of the uterus shows the endometrial cavity to be lined by tan-gray to hemorrhagic endometrium measuring 0.3 cm in thickness. The myometrium is tan-gray and measures 2.2 cm in maximum thickness. Serial sectioning of the myometrium shows a single round gray-white nodule measuring 0.7 cm in diameter. No gross lesions are identified in the myometrium. The right fallopian tube measures 7 em in length, 0.7 cm in diameter. Serosa is pinkish red and smooth. The left fallopian tube measures 7 cm in length, varies in diameter from 0.4 to 1 cm. Serosa is pinkish-red and smooth. Section code: cervix, endomyometrium and serosa, myometrial nodule, right fallopian tube, left fallopian tube concerning the injuries reported in this case, the following one were reported via medical record confirming event pelvic pain quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs information received. Plaintiff also complained of diverticulitis and strains and hair loss. She recovered from menorrhagia, pelvic pain and abdominal pain after essure removal. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed". The patient's medical history included pelvic prolapse. 4 coils visualized from left tube,4 cols visualized from right tube. On (B)(6) 2015, final diagnosis -gross description: patient history: pelvic prolapse and pelvic pain, specimen labeled "uterus and bilateral fallopian tubes". Received in formalin is a uterus with attached cervix and attached bilateral fallopian tubes, the bilateral ovaries are surgically absent. The specimen weighs 123 g and it measures 8 x 5.5 x 4.5 em. The cervix has an external diameter of 3.6 cm, the external os measures 1 cm in diameter. The serosa of the uterus is tan-gray, smooth, and grossly unremarkable, sectioning of the uterus shows the endometrial cavity to be lined by tan-gray to hemorrhagic endometrium measuring 0.3 cm in thickness. The myometrium is tan-gray and measures 2.2 cm in maximum thickness. Serial sectioning of the myometrium shows a single round gray-white nodule measuring 0.7 cm in diameter. No gross lesions are identified in the myometrium. The right fallopian tube measures 7 em in length, 0.7 cm in diameter. Serosa is pinkish red and smooth. The left fallopian tube measures 7 cm in length, varies in diameter from 0.4 to 1 cm. Serosa is pinkish-red and smooth. Section code: cervix, endomyometrium and serosa, myometrial nodule, right fallopian tube, left fallopian tube. Concurrent conditions included vaginal prolapse, genital bleeding and anesthesia. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression/ psych injury") and anxiety ("mental anguish"), 29 days after insertion of essure. On (B)(6) 2009, the patient experienced alopecia ("hair loss"). In (B)(6) 2009, the patient experienced abdominal pain ("severe abdominal pain") and abdominal discomfort ("gastrointestinal or digestive system condition - strains"). On (B)(6) 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced diverticulitis ("diverticulitis"), urinary tract disorder ("bladder/urinary problems") and bladder disorder ("bladder/urinary problems"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, removal of pelvic mass, cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain, urinary tract disorder and bladder disorder had resolved and the diverticulitis, abdominal discomfort, alopecia, depression and anxiety outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, alopecia, anxiety, bladder disorder, depression, diverticulitis, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding. Concerning the injuries reported in this case, the following one were reported via medical record confirming event pelvic pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Reporter information added. Events: bladder/urinary problems added. Event outcome updated for event vaginal hemorrhage. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pelvic prolapse. Concurrent conditions included vaginal prolapse, genital bleeding and anesthesia. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("abnormal menstruation issues"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, removal of pelvic mass, cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Diagnostic results: 4 coils visualized from lefttube,4 cols visualized from right tube. On (B)(6) 2015, final diagnosis -gross description: patient history: pelvic prolapse and pelvic pain, specimen labeled "uterus and bilateral fallopian tubes". Received in formalin is a uterus with attached cervix and attached bilateral fallopian tubes, the bilateral ovaries are surgically absent. The specimen weighs 123 g and it measures 8 x 5.5 x 4.5 em. The cervix has an external diameter of 3.6 cm, the external os measures 1 cm in diameter. The serosa of the uterus is tan-gray, smooth, and grossly unremarkable, sectioning of the uterus shows the endometrial cavity to be lined by tan-gray to hemorrhagic endometrium measuring 0.3 cm in thickness. The myometrium is tan-gray and measures 2.2 cm in maximum thickness. Serial sectioning of the myometrium shows a single round gray-white nodule measuring 0.7 cm in diameter. No gross lesions are identified in the myometrium. The right fallopian tube measures 7 em in length, 0.7 cm in diameter. Serosa is pinkish red and smooth. The left fallopian tube measures 7 cm in length, varies in diameter from 0.4 to 1 cm. Serosa is pinkish-red and smooth. Section code: cervix, endomyometrium and serosa, myometrial nodule, right fallopian tube, left fallopian tube. Concerning the injuries reported in this case, the following one were reported via medical record confirming event pelvic pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 26-feb-2018: medical rcords was received- reporter information added. Case became medically confirmed. All relevant medical history, concurrent condition and lab test were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed ". The patient's past medical history included pelvic prolapse. Concurrent conditions included vaginal prolapse, genital bleeding and anesthesia. On 3-oct-2008, the patient had essure inserted. On (B)(6) 2015, 6 years 10 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain "). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, removal of pelvic mass, cystoscopy) and surgery (total laparoscopic hysterectomy ). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia and abdominal pain outcome was unknown. The reporter considered abdominal pain, menorrhagia and pelvic pain to be related to essure. Diagnostic results: 4 coils visualized from lefttube,4 cols visualized from right tube. On (B)(6) 2015, final diagnosis -gross description: patient history: pelvic prolapse and pelvic pain, specimen labeled "uterus and bilateral fallopian tubes". Received in formalin is a uterus with attached cervix and attached bilateral fallopian tubes, the bilateral ovaries are surgically absent. The specimen weighs 123 g and it measures 8 x 5.5 x 4.5 em. The cervix has an external diameter of 3.6 cm, the external os measures 1 cm in diameter. The serosa of the uterus is tan-gray, smooth, and grossly unremarkable, sectioning of the uterus shows the endometrial cavity to be lined by tan-gray to hemorrhagic endometrium measuring 0.3 cm in thickness. The myometrium is tan-gray and measures 2.2 cm in maximum thickness. Serial sectioning of the myometrium shows a single round gray-white nodule measuring 0.7 cm in diameter. No gross lesions are identified in the myometrium. The right fallopian tube measures 7 em in length, 0.7 cm in diameter. Serosa is pinkish red and smooth. The left fallopian tube measures 7 cm in length, varies in diameter from 0.4 to 1 cm. Serosa is pinkish-red and smooth. Section code: cervix, endomyometrium and serosa, myometrial nodule, right fallopian tube, left fallopian tube concerning the injuries reported in this case, the following one were reported via medical record confirming event pelvic pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet provided.information added: essure insertion date updated, events severe abdominal pain added and essure confirmation test was not performed were added; menstrual disorder was specified. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed". The patient's medical history included pelvic prolapse. 4 coils visualized from lefttube,4 cols visualized from right tube. On (B)(6) 2015, final diagnosis -gross description: patient history: pelvic prolapse and pelvic pain, specimen labeled "uterus and bilateral fallopian tubes". Received in formalin is a uterus with attached cervix and attached bilateral fallopian tubes, the bilateral ovaries are surgically absent. The specimen weighs 123 g and it measures 8 x 5.5 x 4.5 em. The cervix has an external diameter of 3.6 cm, the external os measures 1 cm in diameter. The serosa of the uterus is tan-gray, smooth, and grossly unremarkable, sectioning of the uterus shows the endometrial cavity to be lined by tan-gray to hemorrhagic endometrium measuring 0.3 cm in thickness. The myometrium is tan-gray and measures 2.2 cm in maximum thickness. Serial sectioning of the myometrium shows a single round gray-white nodule measuring 0.7 cm in diameter. No gross lesions are identified in the myometrium. The right fallopian tube measures 7 em in length, 0.7 cm in diameter. Serosa is pinkish red and smooth. The left fallopian tube measures 7 cm in length, varies in diameter from 0.4 to 1 cm. Serosa is pinkish-red and smooth. Section code: cervix, endomyometrium and serosa, myometrial nodule, right fallopian tube, left fallopian tube. Concurrent conditions included vaginal prolapse, genital bleeding and anesthesia. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression/ psych injury") and anxiety ("mental anguish"), 29 days after insertion of essure. On (B)(6) 2009, the patient experienced alopecia ("hair loss"). In (B)(6) 2009, the patient experienced abdominal pain ("severe abdominal pain") and abdominal discomfort ("gastrointestinal or digestive system condition - strains"). On (B)(6) 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced diverticulitis ("diverticulitis"), urinary tract disorder ("bladder/urinary problems") and bladder disorder ("bladder/urinary problems"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, removal of pelvic mass, cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain, urinary tract disorder and bladder disorder had resolved and the diverticulitis, abdominal discomfort, alopecia, depression and anxiety outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, alopecia, anxiety, bladder disorder, depression, diverticulitis, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding. Concerning the injuries reported in this case, the following one were reported via medical record confirming event pelvic pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Reporter information added. Events: bladder/urinary problems added. Event outcome updated for event vaginal hemorrhage. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed". The patient's medical history included pelvic prolapse. 4 coils visualized from lefttube,4 cols visualized from right tube. On (B)(6) 2015, final diagnosis -gross description: patient history: pelvic prolapse and pelvic pain, specimen labeled "uterus and bilateral fallopian tubes". Received in formalin is a uterus with attached cervix and attached bilateral fallopian tubes, the bilateral ovaries are surgically absent. The specimen weighs 123 g and it measures 8 x 5.5 x 4.5 em. The cervix has an external diameter of 3.6 cm, the external os measures 1 cm in diameter. The serosa of the uterus is tan-gray, smooth, and grossly unremarkable, sectioning of the uterus shows the endometrial cavity to be lined by tan-gray to hemorrhagic endometrium measuring 0.3 cm in thickness. The myometrium is tan-gray and measures 2.2 cm in maximum thickness. Serial sectioning of the myometrium shows a single round gray-white nodule measuring 0.7 cm in diameter. No gross lesions are identified in the myometrium. The right fallopian tube measures 7 em in length, 0.7 cm in diameter. Serosa is pinkish red and smooth. The left fallopian tube measures 7 cm in length, varies in diameter from 0.4 to 1 cm. Serosa is pinkish-red and smooth. Section code: cervix, endomyometrium and serosa, myometrial nodule, right fallopian tube, left fallopian tube. Concurrent conditions included vaginal prolapse, genital bleeding and anesthesia. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression/ psych injury") and anxiety ("mental anguish"), 29 days after insertion of essure. On (B)(6) 2009, the patient experienced alopecia ("hair loss"). In (B)(6) 2009, the patient experienced abdominal pain ("severe abdominal pain") and abdominal discomfort ("gastrointestinal or digestive system condition - strains"). On (B)(6) 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced diverticulitis ("diverticulitis"), urinary tract disorder ("bladder/urinary problems") and bladder disorder ("bladder/urinary problems"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, removal of pelvic mass, cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain, urinary tract disorder and bladder disorder had resolved and the diverticulitis, abdominal discomfort, alopecia, depression and anxiety outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, alopecia, anxiety, bladder disorder, depression, diverticulitis, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding. Concerning the injuries reported in this case, the following one were reported via medical record confirming event pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required) and menstrual disorder ("abnormal menstruation issues"). The patient was treated with surgery (hysterectomy was performed to remove the essure device on (B)(6) 2015). Essure was withdrawn. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered pelvic pain and menstrual disorder to be related to essure. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain. This event is anticipated in the reference safety information for essure. Coils were removed approximately 6 years and 9 months after insertion. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality for this event was assessed as related. This case was regarded as incident since intervention was required. Other nonserious events were also reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 4-apr-2017: quality-safety evaluation of ptc (ptc global number (B)(4)). Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain. This event is anticipated in the reference safety information for essure. Coils were removed approximately 6 years and 9 months after insertion. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality for this event was assessed as related. This case was regarded as incident since intervention was required. Another nonserious event was also reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.